Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient suffered a severe infection following an implant procedure. It was mentioned that the patient experienced pain at the incision site, lumps on the spine and felt that the leads were sticking out. The patient was admitted to the hospital.